Event description:
It was reported that the over temperature alarm button was disabled. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. The customer reported issue was not able to be replicated through alarm checks. When depressing the membrane switch buttons the unit responded as normal. During the visual inspection found enclosure damaged, front cover damaged, reservoir leaking, float switch damaged, 1 rubber foot missing, aux seal missing. Replaced enclosure, front cover, rubber foot, reservoir gasket, float switch, aux seal. Calibrated unit, performed performance verification tests (pvt) , performed electrical test, performed 40 min and 15 min run time test. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.